Event description:
A report was received that the trial patient had some slight discharge at the lead site. The patient¿s leads were removed early and oral antibiotics were prescribed as a precaution. No infection was suspected. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2158-50e, serial #:(B)(4), description: trial linear lead with enhanced stylet, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.